Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the relief pressure checks in the morning were slightly too low. The vrv was reset and checked over 2 days and the results remained in specification. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the relief pressure checks in the morning were slightly too low. The vrv was reset and checked over 2 days and the results remained in specification. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus relief pressure mode does not work properly. No patient adverse events occurred. .